Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and dc power; however, the limits and settings were unable to be changed. The core board was replaced and the unit functioned as designed.

Event description:
It was reported that the device does not allow the user to change the limits or change profiles. Per the customer, "all access buttons seems to be working but once in the menu, I couldn't change parameters or modes / alarms . It would let me change the numbers in the alarms menu but when I went back to the home screen it would still read 140/50." No known impact or consequence to patient.